Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient had not used nor charged the ipg in at least 2 years due to issues unrelated to the device. It was reported the patient was in a car accident this year which she hit her head and started her pain again. Prior to stop charging the ipg, the patient had good therapy coverage. The patient elected surgical intervention where the ipg was explanted and replaced with a new one. Therapy reportedly restored post-surgery.

Manufacturer narrative:
Based on the information received, the cause of the reported event is consistent with user error.

Event description:
There were no reported complications.